Event description:
It was reported that during a high pressure injection, the tubing blew off of the rotator connector. There was no reported harm or injury to the patient.

Manufacturer narrative:
Conclusions: other, the suspect device is being returned to merit for evaluation, but has not yet been received. A follow-up report will be submitted upon return of the device and completion of the evaluation.